Event description:
International complaint coordinator reports five incidents of blood leaks with the psn 210 dialyzers. The first incident occurred at reuse number six, the second incident occurred at reuse number 5, the third incident occurred on reuse number thirteen, the fourth incident occurred on reuse number 10 and the fifth incident occurred on reuse number six. Incidents occurred at the end of treatment. Blood leak was noted on blood leak alarm. Blood was not returned to the pt with an estimated blood loss of 100cc to 200cc per incident. Treatments were resumed with new disposables and completed without further incident no pt injury or medical intervention reproted per international complaint coordinator.